Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. Testing of the board was unable to replicate or confirm the customer's report. The pace/defib engine board was scrapped. The customer received a replacement. Analysis of reports of this type has not identified an increase in trend.